Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on an unk date and an unk mesh was implanted. It was reported that the patient experienced pain following surgery. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 08/16/2022. Additional b5 narrative: it was reported that the patient underwent recurrent incisional hernia repair surgery in periumbilical area with kugel patch on (B)(6) 2012 and recurrent incarcerated incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted.